Event description:
It was reported instrument is very worn around section that the speed lock attaches to and will no longer function.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.